Manufacturer narrative:
Other, other text: b3: date of event, d4: catalog number, serial number, UDI section, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a parapac plus pneumatic ventilator had physical damage to the plastic dial cover assemblies. Both the knobs and the end covers require replacement. Patient involvement is unknown.

Manufacturer narrative:
Other text: h6: evaluation codes updated. Device evaluation: no product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
**UDI related data quality updates only** UDI is unknown because the product model number was not provided.